Event description:
A doctor alleged that five patients experienced the debonding of crowns within a week after placement with optibond solo plus and nx3. This is the second of five reports.

Manufacturer narrative:
The doctor placed a pfm crown rather than lava or empress crowns, which failed within one week of placement. The doctor did not specify which cement was used. To date, the patient is doing fine. The products used in these incidents were not returned and no lot number was provided; therefore, no evaluations can be conducted.